Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 10/28/23, the patient was at the hospital for routine blood work. While filling out the forms for the blood work, the patient felt lightheaded, and eventually lost consciousness. There was no documentation of bg/cgm values prior to the patient losing consciousness. The patient regained consciousness in the hospital¿s emergency room (ER). The patient¿s cgm was reading 156 mg/dl and the bg meter was reading 48 mg/dl. The patient was treated with orange juice for the bg meter reading of 48 mg/dl. The patient also underwent a computed tomography (CT) scan to rule out a stroke. The patient was discharged home three days later on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The patient was in good condition at the time of report. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.